Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09826. It was reported the patient experienced ineffective stimulation from the right lead at the s3 vertebral level. Diagnostics revealed high impedances for the right s3 lead. Reprogramming attempts were unsuccessful, and it was determined the lead migrated. As a result, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because bilateral leads were implanted at the s3 vertebral level and it is unknown which s3 lead is on the right.

Event description:
Device 2 of 2:reference MFR. Report: 1627487-2018-09826. Follow up information identified the physician explanted the patient¿s right s3 lead and replaced it with a new model. Postoperatively, effective therapy was restored.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09826.